Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. C95081) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity"), perforation ("or perforation of other organs") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted (lot no. C95081) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of depression, morbid obesity, abdominal pain, back pain, headache, recurrent abortion, vaginal discharge, parity 4, multi gravida and stress urinary incontinence. She is non-smoker. Concurrent conditions were listed as heavy periods, dysmenorrhea, anxiety, migraine headache, anxiety disorder, depression, heart disease congenital, chest pain and lower abdominal pain. Concomitant products included pantoloc (pantoprazole sodium sesquihydrate), escitalopram, citalopram, ibuprofen, zopiclone, methylphenidate, naproxen, dilaudid (hydromorphone hydrochloride) and tylenol (paracetamol). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, , total laparoscopic hysterectomy, bilateral salpingectomy, and on (B)(6) 2015 novasure endometrial ablation). At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved. Essure was removed on (B)(6) 2020. The outcomes for uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the hysteroscope was introduced within the uterine cavity. The cavity appeared normal. Essure coils were then deployed bilaterally with no complications. There was one coil seen on the right ostia and no coil seen on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: source of specimen: endometrial curettings gross description: contains fragments of soft tissue weighing approximately 0.3 g. Microscopic description: the endometrial curettings show mostly endocervical tissue, scanty endometrial tissue with pseudo decidualised stroma,fragments of squamous epithelium show mostly cin I (low grade squamous intraepithelial lesion) with focal cin-ii (hsil). No adequate endometrial tissue for assessment. In view of squamous dysplasia, a follow up pap smear is suggested with clinical correlation. Diagnosis: endometrial curettings: benign lower uterine segment tissue. Endometrium with exogenous progesterone effect squamous epithelium with mostly low grade squamous intraepithelial lesion (cini) with focal high grade squamous intraepithelial lesion (cin-ii); on (B)(6) 2021: the final pathology showed benign uterus, cervix, and tubes. On examination, the abdomen is soft and non-tender. Her incisions are well healed. The vaginal vault is well healed with no granulation tissue present [ultrasound scan] on (B)(6) 2014: a single intrauterine gestation is noted with a fetal heart rate of 152 bpm. A breech presentation is seen. Placenta is posterior. Impression: a live intrauterine gestation is noted.; on (B)(6) 2014: there is dolichocephaly present with a cephalic index of 68%. 3-d volumes through the sagittal suture demonstrate no evidence of craniosynostosis.; on (B)(6) 2019: uterus appears unremarkable. Endometrial thickness measures 4 mm.both ovaries are normal. The essure coils cannot be visualized on the current examination. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report) are added. Medical history , concomitant conditions , concomitant drugs are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes / migration of the essure device to the abdominal or pelvic cavity') and perforation ('or perforation of other organs') in an adult female patient who had essure (batch no. C95081) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, depression and stress had not resolved and the uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.